Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house system and the instrument was driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Failure analysis also observed that the distal end of the main tube had scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument would not move during a da vinci prostatectomy procedure. The instrument was removed and reinserted; then the cassette to the robot arm was removed and reinserted as part of the troubleshooting process but the instrument still could not be closed and would not respond. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.